Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings and had symptoms of dry mouth, urination and nausea. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. No delivery and a low reservoir alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 580 mg/dl and has treated with the insulin pump. No further information reported.